Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged that he observes lot of black particles being stuck in my nasal mask which is clearly visible in the transparent pipe. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 02/24/2023. The device was returned to the third-party service center for evaluation. During the evaluation of the device, there was no visible foam particles found inside the device. The device was scrapped. In addition, appropriate code updated/corrected in this follow-up report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged that he observes lot of black particles being stuck in my nasal mask which is clearly visible in the transparent pipe. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.